Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact. It was tested with a new battery cap and no blank display was noted. The device passed the displacement test and self-test. All operating currents are within specification. No unexpected blank display noted. It was also received with a scratched lcd window and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a blank display. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.